Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was approximately 600 mg/dl. Customer administered manual injections to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.